Manufacturer narrative:
Product event summary: analysis was unable to confirm nor reproduce the customer comment of "freezing up during threshold checks" and the parsing files were checked with no information found. It was noted that one error was present which may indicate that a large number of reports were queued and the session ended before they were printed. The hard drive was reconfigured and the software reloaded. The programmer passed all console and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would freeze up during threshold checks. The programmer was returned for service. No patient complications have been reported as a result of this event.